Event description:
Event date is unk. In 2008, boston scientific corporation was informed that during a procedure, after detachment, the clip fell off and into the colon. The procedure was completed without any pt complications.

Manufacturer narrative:
.